Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patent identifier: (B)(6). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient identifier: (B)(6). Concomitant medical products: date of concomitant therapy is on (B)(6) 2022. Initial reporter occupation: reporter is a j&j employee. 510k: this report is for an unk - plates: lcp proximal tibial plate. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while performing a tibial orif, the surgeon commented that none of either of the 3.5 lcp proximal tibia nor the 3.5 lcp low bend proximal tibia plates fit the patients anatomy. The surgeon ended up going with the standard 3.5 lcp proximal tibia plate and the surgery was successfully completed. During the surgery, the sales rep stated that there was another proximal tibia plate in the 3.5 va lcp proximal tibia plates. The surgeon commented that the 3.5 valcp proximal tibia plates were no good, and the screw did not stay in the plate. Additionally during the surgery, the doctor said the depth gauge was not working well. Upon checking the depth gauge post operatively, rep noticed that it was rough and did not slide easy. No fragments generated. There was no surgical delay and no patient consequence. This report is for one (1) unk - plates: lcp proximal tibial plate. This is report 4 of 5 for complaint: (B)(4).